Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced low flow alarms with rapid atrial fibrillation while at an outside hospital. The patient self-converted back with amiodarone. The patient was transferred back to their implanting center on (B)(6) 2025 after experiencing an implantable cardioverter-defibrillator (ICD) shock. The patient had a history of ventricular tachycardia prior to implant at which time the patient also had cryoablation. The patient later experienced ventricular tachycardia (vt) with shock on (B)(6) 2026.